Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15056. It was reported that noise issue on the ra and rv leads were observed. The noise could be reproduced with pocket manipulation. The leads will be explanted. The patient was stable.

Event description:
New information received notes that ra and rv leads were explanted and replaced due to lead noise. The patient was stable.